Manufacturer narrative:
Investigation summary: no samples or photos were provided by the customer for investigation. Investigation conclusion: a complaint history check was performed and this is the 2nd related complaint reported with the defect/condition of needle dull / blunt for lot #8324761 item #305106. Related complaint: (B)(4). A complaint history check was performed and this is the 4th related complaint reported with the defect/condition of needle clogged / blocked for lot #8324761 item #305106. A device history record (DHR) review was performed on the batch associated with this investigation. The DHR reviews did not reveal any defects or issues reported and no quality notifications were issued. Root cause description: based on the investigation conclusion and without a sample to analyze, the condition reported by the customer could not be confirmed nor could this symptom be correlated with a potential cause linked to the bd process.

Event description:
It was reported that needle clog occurred with a bd precisionglide¿ needle . The following information was provided by the initial reporter, "we use thousands of your precisionglide needles per year for botox for chronic migraine. Approximately 10% of the 30 g ½ inch precisionglide needles that we use are blunt and stiff, and approximately 1% are blocked and no liquid can pass through. What is your policy for quality control and standardization and have you received other reports of this?" 2 occurrences were reported during use, but the time/date and patient information were not given.